Manufacturer narrative:
Additional information received: we received the following information regarding this complaint 1: the customer did not keep the packaging, so the batch number cannot be confirmed. 2: the product has not been retained. 3: the broken part has been removed. 4: the patient was not injured. The investigation results for this complaint are: involved product that broke during use was not returned, and cannot be fully identified and analyzed. Moreover, no unused file is available for evaluation. The provided batch #20182062 has no corresponding in our system. Right batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse (number of uses not communicated), excessive wear, patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. This is to correct and remove the codes that were initially reported, removing codes for: health effect: clinical code; 4580. Health effect: impact code; 4648. The correct codes for this complaint are: health effect: clinical code; 4582. Health effect; impact code: 2199. This is a follow up report to correct this code.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
In this event it is reported that a unk maillefer - the product is waveone, file broke during use. The outcome of this event is unknown as of this MDR. Further information requested.